Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that doctor was attempting to screw in the 26mm locking peg into the plate and screw would not engage into the plate and lock. After several attempts, doctor removed screw and the plate. He then used another plate and completed the case successfully.

Event description:
It was reported that doctor was attempting to screw in the 26mm locking peg into the plate and screw would not engage into the plate and lock. After several attempts, doctor removed screw and the plate. He then used another plate and completed the case successfully.

Manufacturer narrative:
The reported event could be confirmed. The peg had been locked to the plate, but because of further turning (after locking was achieved) the locking thread of the peg cut a thread into the lip of the plate. Neither a functional nor a dimensional inspection was possible because of the damaged areas. The confirmed failure (no intraoperative locking possible) can be attributed to too high torsional forces during insertion. During the investigations, no indications were found for any systematic, design, material or manufacturing related issue.